Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 1998, in maribor, a total right-sided hip replacement with interchangeable neck was introduced. On (B)(6) 2018, the patient suddenly felt pain in the right hip. Rtg showed a fracture of the interchangeable neck at the site of implosion in the endoprosthesis trunk. We performed an urgent audit operation on (B)(6) 2018, and we replaced all the components of endoprosthesis (the procedure lasted 5 hours).

Manufacturer narrative:
Updated part number. This product was not commercially available in the united states. Please void the initial report.